Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a pulse generator with the setscrews firmly stuck due to foreign material in the block threads due to a possible manufacturing anomaly. The foreign material was identified to be epoxy via microscopy. No anomalies were found in the device's manufacturing history.

Event description:
This report is to advise of an event observed during analysis.